Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that alert/notification settings. On 09/26/2024, it was reported that around 09:00pm est the patient's cgm reading was 68 mg/dl from his cgm for 2 hours until he drove home and not changing at all. He thought that he need to eat something so he went to wendy's drive thru, got his food, then felt not good anymore and he parked his car. He decided to eat a half of candy bar first from his car and called his wife to tell that he was really not feeling good. In the middle of their conversation he went unconscious for probably 2 or 3 minutes. His wife called an ambulance. The patient regained consciousness and vomited heavily right before the ambulance, fire truck and his wife arrived. The paramedics checked his vitals and took 3 bg readings which were 78 mg/dl , 110 and 118 mg/dl. The paramedics offered the patient to go to the hospital but he declined since he was feeling fine already but few mins after he experience it again and decided to get glucagon shot administered by her wife and ate a sundae. After a few minutes the patient was feeling fine and went home. At the time of contact, it was indicated that the patient was stable. Performance data was reviewed. The allegation was confirmed due to the finding of no audio output. The probable cause was determined to be alert disabled, vibrate only, or always sound disabled. No additional patient or event information is available.